Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient is a male who presented with abdominal distension for 2 months. He was diagnosed with gastric cancer and multiple metastases approximately 1 month ago and was admitted for further treatment 2 weeks after completing his first cycle of chemotherapy. On (B)(6) 2026, chemotherapy was administered via a port catheter connected to a u-set, which was then connected to a fluorouracil infusion pump. At 8:41 a.m. On (B)(6) 2026 gastric protective medication was administered via intravenous infusion. Prior to the infusion, the line was flushed with normal saline and found to be clear. No leakage was observed. A three-way stopcock was connected to administer fluids and the chemotherapy pump. Approximately 8 minutes into the infusion, the patient reported that the front of her clothing was wet. The infusion was immediately stopped to investigate the source of the leak, which was found to be a crack at the threaded connection of the u-set connector. After replacing the u-set connector and the three-way stopcock, the leakage ceased. The patient was reassured, and the infusion therapy was resumed.